Event description:
As reported by the user facility: an air in line alarm for levophed caused a delay in the infusion. Air bubbles were seen in the line. The nurse stated she kept hitting restart, but the pump kept alarming. The pump was primed and another air in line alarm was received. The nurse stated that she did observe small air bubbles in the line. During this delay the patients bp dropped, and the patient went into cardiac arrest. The nurse got a new bag of levophed and new tubing. The line was setup in another pump and an air in line alarm was received. Bubbles were seen in the line. The line was reprimed, and medication was infused. The patient's cardiac arrest was resolved and the blood pressure stabilized.